Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
Patient presented for a 5f retrograde right femoral access diagnostic angiogram. The physician then attempted to close the femoral puncture using a 5f celt device. Dr reported maintaining backward tension when releasing the proximal wings. However, on release of the implant immediate arterial bleeding was noted and an x-ray confirmed that the 5f implant had embolized. The groin was managed with manual pressure without any sequelae for the patient who later was discharged after evaluation with good distal pedal pulses and a warm foot. The embolized implant was left in situ. Patient returned to see dr. On (B)(6) 2019 for a further follow-up x-ray. No issues noted, xray revealed device still appeared to be in mid sfa.